Manufacturer narrative:
The date of implant is unknown. As stated in the instructions for use the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Various complications have been reported with use of retrievable ivc filters. The predominant concern is the development of endothelialization, which would make subsequent removal impossible. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Incorrect orientation of the filter is a known complication for filter placement as indicated in the IFU. The timing and mechanism of the filter tilt remains uncertain. A number of factors could have been involved, including change in the anatomic configuration with lateral displacement of the ivc filter as a result of the gravid uterus as well as forceful uterine contractions during labor, which modified the shape and diameter of the ivc. It is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
Mcconville et al in failed retrieval of an inferior vena cava filter during pregnancy because of filter tilt: report of two cases report that removal of(an) ivcf filter was attempted at 28 days, but retrieval failed, once again because of filter tilt. The patient, a (B)(6) para 2 + 1, presented at 32 weeks of gestation with an ache in her left leg. She had recently been on a long car journey, but she had no other risk factors for dvt or pe. Examination showed a swollen left calf and thigh. No chest signs were present, and blood gases were normal. A doppler examination was performed, which showed free-floating thrombus in the left ileofemoral vein. A clinical diagnosis of dvt was made, and the patient was started on therapeutic clexane. The possibility of ivcf insertion was considered at this time; however, because she had another 8 weeks to term, it was decided to reassess at a later date. At 38 weeks, the patient was admitted for filter insertion. An optease filter was placed in a suprarenal location, and, again, positioning was considered satisfactory. Clexane was discontinued at 39 weeks gestation, and the patient had an elective caesarian section the next day. Clexane was then recommenced, and she was subsequently put on warfarin.